Event description:
It was reported that this pacemaker system was exhibiting right atrial (ra) undersensing. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was exhibiting right atrial (ra) undersensing. Technical services (ts) was consulted and recommended reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker system was also exhibiting intermittent loss of capture due to low amplitudes. This pacemaker system remains in service. No adverse patient effects were reported.